Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Italy.Name: Medtronic MinimedStreet: 18000 Devonshire StreetCity; NorthridgeState: CAZip Code: 91325Country: United States.Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.

Event description:
It was reported that patient experienced high blood glucose on (b)(6) 2026 and was treated with insulin pump infusion.